Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was cracked and unreadable. Reportedly, the customer fell on the pump and the touch screen became cracked and unreadable due to the damage. Customer¿s blood glucose level was 72-145 mg/dl. The customer reverted to an alternate method in insulin therapy.